Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. "Do not remove or add insulin from a filled cartridge after loading onto the pump."

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 197 mg/dl. A systems check was performed with tandem technical support (cts) and it was discovered the customer added insulin to the cartridge during pumping and outside of the load process. Cts educated customer on the proper load process. Customer successfully changed the pump supplies and resumed insulin delivery after the system check.